Event description:
Additional information received indicated that there were episodes of non-sustained oversensing noted due to post-paced t-wave oversensing. The device will be reprogrammed at the next follow-up appointment and the patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of non-sustained right ventricular oversensing (nsrvo) noted on a remote transmission due to post-paced t-wave oversensing (pptwos). Reprogramming changes were recommended and the patient was stable with no consequences.